Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The following event was reported: "as a recipient of the cartiva in 2019 and having had terrible problems with it ever since, please could you confirm if the recall of the cartiva was extended to the UK. I would like to know if the consultant who carried out my cartiva would have been made aware of this; and I would like to know if I should have been informed. I understand that stryker, as some stage, was offering to compensate patients by contributing to the removal of the cartiva and reconstruction of their joint. I would be very grateful if you could confirm this. My livelihood as a ballet teacher has been impacted by constant swelling, pain, cramping and ongoing issues created by the posture and alignment of my foot as I compensate to reduce weight on the joint. At the time of the procedure back in 2019 I had private health insurance, and had I known at this stage that the cartiva had such a large failure rate and shelf life I would have been able to make a more informed decision and I most definitely wouldn¿t have stopped my private health insurance, which as you may be aware is and expensive luxury for the self-employed in the UK. Any advice of information you can provide me would be most appreciated".

Event description:
The following event was reported: "as a recipient of the cartiva in 2019 and having had terrible problems with it ever since, please could you confirm if the recall of the cartiva was extended to the UK. I would like to know if the consultant who carried out my cartiva would have been made aware of this; and I would like to know if I should have been informed. I understand that stryker, as some stage, was offering to compensate patients by contributing to the removal of the cartiva and reconstruction of their joint. I would be very grateful if you could confirm this. My livelihood as a ballet teacher has been impacted by constant swelling, pain, cramping and ongoing issues created by the posture and alignment of my foot as I compensate to reduce weight on the joint. At the time of the procedure back in 2019 I had private health insurance, and had I known at this stage that the cartiva had such a large failure rate and shelf life I would have been able to make a more informed decision and I most definitely wouldn¿t have stopped my private health insurance, which as you may be aware is and expensive luxury for the self-employed in the UK. Any advice of information you can provide me would be most appreciated"

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.